Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period jun-19 through may-21 was reviewed. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console was frequently generating a gas loss alarm. The customer denied any kinking or presence of blood in the helium tubing. It was confirmed that all connections were secure and that the customer had been using the fill key each time the alarm sounded. Alarm history confirmed that the alarm had been going off every two hours. The customer acknowledged that the patient had been moving around during meal times. She noted that she was afebrile, not tachycardic, did not have a large stomach, and was not ventilated. Due to the frequency of the alarm, the customer did reduce the augmentation setting by two bars with no effect on the patient's augmentation. There was no patient harm or adverse event reported.